Manufacturer narrative:
On january 30, 2024, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had an area of shell abrasion on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the shell abrasion measuring approximately less than 0.1 cm. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses on the device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 24, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per device, and paperwork received, following updates have been made on this form: field d1 for brand name has been updated to "mentor smooth round moderate profile." Field d2a for common device name has been updated to "prosthesis, breast, inflatable, internal, saline." Field d2b for procode has been updated to "fwm." Field d4 for catalog number has been updated to "3501645." Field d4 for unique identifier( UDI) has been updated to "(B)(4)." Field g4 for PMA/ 510(k) has been updated to "p990075." Patient also experienced left side ptosis in addition to right deflation. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right rupture. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown gel implants and experienced right side breast implant rupture on her right side postoperatively. As a result, the patient is scheduled for a revision surgery on (B)(6) 2024.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on january 15, 2024, following information has been updated on this form: - field d1 for brand name has been updated to "mentor cpx 2 breast tissue expander" - field d2a for common device name has been updated to "expander, skin, inflatable" - field d2b for procode has been updated to (B)(6). - field d4 for catalog number has been updated to "3546216" - field d4 for unique identifier( UDI) has been updated to (B)(4). - field g4 for PMA/ 510(k) has been updated to "k011500" reason for device explant and/or reoperation: right deflation manufacturer¿s reference number: (B)(4).